Manufacturer narrative:
Product was returned. The visual and optical examination identified the implant flange was broken consistent with overload.

Event description:
It was reported that during a tlifspinal surgery at l5s1 a cage broke. There were no patient complications.

Manufacturer narrative:
(B)(6). (B)(4). Neither device nor images were returned.